Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve¿s leaflets were in a semi-relaxed position, which is a normal finding for this valve as it is processed with the leaflets in a relaxed state. All leaflets were flexible and intact. All commissures were intact. Hydrodynamic pulse duplication testing with high-speed video observation showed normal, full-opening and ¿closing leaflet motion with no evidence of leakage at all flow rates/cardiac outputs. Upon closure, the free margin of the right cusp appeared to be below the level of the left and non-coronary free margins, suggesting the possibility of a slight prolapse from the outflow aspect. Therefore the valve was filmed from the inflow to better assess alignment of the coaptive plane. On the inflow plane, all leaflets appeared well-aligned upon closure. At no time was there evidence of leakage when the leaflets were closed, and therefore the in-vivo experience could not be duplicated in bench testing. Flow through the valve was documented using echocardiography, digital high-speed imaging and flow meter assessment. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the gross analysis and pulse duplication results, a conclusive cause of the event could not be determined.

Event description:
Medtronic received information that central regurgitation was observed following the implant of this mitral bioprosthetic valve. It was suspected that the regurgitation was the result of incomplete coaptation of one of the three valve leaflets. An unspecified valve was implanted as a replacement. It was reported there were no patient injuries beyond the reoperation.

Manufacturer narrative:
Device return has been requested. A supplemental report will be filed if additional information is received or when analysis/investigation is updated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.